Event description:
The user facility reported that wire damage occurred during a rht hart cath. Procedure. Follow-up communication with the user facility confirmed: (1) already had IV access through brachial; (2) was going to switch wire, pulled back and felt resistance; (3) watched the wire uncoil and come apart; (4) dr. Han came in to snare out the coiled piece left in; (5) snare was to go over the wire and wire broke before snare came out; (6) snared up coiled part in vein, tip on wire remained in the vessel; (7) abandoned brachial access and completed through groin; and (8) patient is reported doing, "ok".

Manufacturer narrative:
Based on the user facility information, non-resorbable material may have been left unretrieved in the patient's body the involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Based on the investigation, the report issue may have been a result of the wire becoming "stuck" as the wire was being advanced through the needle and then was subsequently withdrawn back through the needle, which resulted in the wire fracturing and unraveling; however, a definitive root cause cannot be determined without the complaint sample to aid in the investigation. The potential for such an event is addressed in the instructions-for-use. The IFU states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).